Manufacturer narrative:
(B)(4). Batch # m54u4x. The analysis results found that a cdh25a device was returned outside its original package. No package was returned for analysis. We were unable to analyze the sample utilized in the reported event as the primary package of the cdh25a instrument was not returned to us. Only the cdh25a device received. It could not be determined what may have cause the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during a laparoscopic radical resection of esophageal carcinoma procedure, the nurse opened the outer package and found that the sterile package was broken. For the sake of safety, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.